Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 3 days. The site location was abdomen. No further information available.